Manufacturer narrative:
UDI - (B)(4). The device was not returned to the manufacturer for physical evaluation. Based on the lot documentation review, the reported lot complied with all release requirements. Retain samples were visually inspected and tested for suture retention strength: no anomaly was observed, and results complied with current product specifications. The complaint could not be confirmed. The root cause for this event was undetermined.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the durs2291 duragen suturable dural regeneration template 2 tore on (B)(6) 2019. The specialist requested the 5x5 cm "saturable" patch to correct the defect and when he began to perform the continuous suture, the patch began to tear. He performed reinforcement by passing new suture and tisseel fibrin sealant. The suture used to fix the patch was neurolon 4/0. The patient returned to the health institution and was hospitalized with a cerebrospinal fluid fistula on (B)(6) 2019. An external catheter was installed for drainage.